Event description:
It was reported that there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4)implanted: 2009 (B)(6); 4076-45 non-defib lead implanted: 2009 (B)(6); 5054-58 non-defib lead implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.